Event description:
It was reported a patient had a revision procedure. It was reported that there was a hardware removal of the transforaminal posterior atraumatic lumbar small footprint 8 millimeter interbody spacer. The revision procedure was on (B)(6) 2013. It was reported that the original procedure was performed a couple weeks ago on an unknown date. During the (B)(6) holiday, while the patient was home, the sister of the patient teased her by saying there was a bug in her hair. The patient became startled and jumped, which rotated/altered the placement of the graft. Reportedly the patient also started to experience pain at that point. The patient had an MRI on (B)(6), and it was discovered that the graft was off to the side and impinging on a nerve. The patient had a procedure on (B)(6) 2013 to readjust the graft. The graft was placed back where it was supposed to be, and the patient was doing fine. The procedure was successful, the patient outcome was good and she was released. The patient knocked the graft back out on the way home. The hardware was removed on (B)(6) 2013. The removal procedure was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.